Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4). Occupation: service representative device evaluation summary: a service engineer (se) evaluated the ventilator and replaced the pump assembly. The ventilator passed all required testing per manufacturer's specifications upon completion of service. One pump assembly was received by failure investigations for analysis. The fault was isolated to the pistons not running straight; however, a root cause could not be identified. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the ht70 ventilator pump generated a squeaking noise during ventilation. There was no patient involvement.